Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg failed auto-test, the offset and gain settings had been zeroed out and caused the impedance issues. Could not replicate the reported overstimulation- the ipg passed the saline test. The battery measured low. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B) (6) 2006. It was reported on (B) (6) 2009, that the patient was experiencing intermittent overstimulation. A diagnostic impedance measurement showed zero for every contact. An xray taken confirmed the system connections were intact and the leads had not migrated. The patient's ipg was replaced on (B) (6) 2010. The explanted ipg was returned to ans for evaluation. No further information is available.